Event description:
On (B)(6) 2012, the reporter claimed the patient had a low blood glucose episode after there were 3.6 units of insulin that was not accounted for in the animas insulin pump. At the time of concern, the patient's blood glucose decreased to 64 mg/dl. She had symptoms of shaky, confused, and felt like she was going to pass out. According to the reporter, she changed cart and ifs today and filled cart to 134u. Then, she primed to 118u and gave 4.4u bolus. The subject pump should have read 113.6 units after the last bolus; however, the reporter noticed the subject pump had 110 units of insulin. Allegedly, there are 3.6 units of insulin that was not accounted for during the patient's alleged hypoglycemia. The reporter indicated that the basal rate was relatively low that day at 0.025u from 12a-10:30a and from 10:30a-midnight 0.050u for a total of 0.94u a day. The issue was not resolved through troubleshooting. The product was request back for investigation. This complaint is being reported because the patient allegedly had symptoms suggestive of hypoglycemia after the subject pump registered at 110 units with 3.6 units unaccounted for.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ezprime operation was performed with no difficulties noted. The pump correctly calculated the number of units remaining after test boluses were performed. A review of the bolus history shows a bolus of 4.1 units at 9:42pm on (B)(6) 2012, but does not show the reported 1.6 unit bolus at 9:42pm, indicating there were no units missing as reported. A review of the total daily dose history indicated the pump was delivering accurately up until the reported event date. The pump was exercised for 29 hours with no missing units duplicated. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).